Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they had surgery for revision on june 19 because the patient's ins was sticking out and the ins kept on touching chairs and their pants. Patient said that rep took the smart programmer and communicator from the patient and the rep told the patient that they would return the external devices once the patient woke up from the surgery. However, the patient has not received the smart programmer and communicator yet. Patient said that they spoke with a different rep and the rep told the patient to call patient services. Sent email to field rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the ins sticking out was determined. The pocket was revised and the battery was implanted deeper. In regards to the smart programmer & communicator we have resolved this issue on the local level. Revision surgery already preformed & issue resolved 6/19/2025. This has been resolved & no further action needs to be taken.